Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events of kinked cannulas. The symptoms were noticed in three or more hours after insertion. The site of insertion was the abdomen, which was regularly rotated. At the time of the bent cannula event, patient's blood glucose levels were between 350-400 mg/dl. The event was resolved by replacing the affected infusion sets and successfully resumed insulin delivery. No further information available.